Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2 mm vticmo13.2 implantable collamer lens of -12.0/2.0/084 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6)2024 the lens was exchanged for a longer length lens due to low vault without rotation. Problem resolved. Additional information provided: "the second ticl is in the vertical position, after icl replacement low value, uncertain whether to replace it again". No patient injury reported. The cause of the event was reported as unknown.